Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced blood glucose (bg) levels ranging from 500-600 mg/dl. Reportedly, the customer believed that the pump was not delivering insulin. The customer administered a manual injection. The customer changed their cartridge, tubing, and infusion set. As the event occurred in the past, troubleshooting was unable to be performed.